Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After inserting a non-boston scientific introducer sheath, the lesion was crossed using a 0.014 jupiter fc guidewire. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.